Event description:
It was reported that the right atrial (ra) lead exhibited low bipolar impedance and unipolar was higher than bipolar. The impedances were stable. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-58, lead, implanted: (B)(6) 1998. (B)(4).